Manufacturer narrative:
Investigation: one actual sample was received by our quality team for evaluation. Upon visual inspection of the sample received, on insect squashed and dried inside the packaging was observed; therefore, the reported failure can be verified. Visual inspection was also performed by a pest control provider and the insect was identified as "true bugs" which likely come from external premises. The quality team then performed a further evaluation on the sample packaging and observed that the unit packaging had an embossed marking of the insect which occurs when the insect is pressed onto the packaging paper for a long period of time. A device history record review and review of pest control records found no non-conformances associated with this issue during production of this batch. Based on the quality team's investigation, this nonconformance may have occurred out of the manufacturing facility and came for the raw material - paper used for packaging. The paper supplier has been notified of this incident and the supplier has performed improvement actions.

Event description:
It was reported that prior to use foreign matter was discovered in packaging with a bd syringe 10ml ls. The following information was provided by the initial reporter: fly in packaging.

Manufacturer narrative:
A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that prior to use foreign matter was discovered in packaging with a bd syringe 10ml ls. The following information was provided by the initial reporter: fly in packaging.